Event description:
In 2009, the patient was implanted with five gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right external iliac artery aneurysm. It was noted that both external iliac arteries were tortuous. The patient tolerated the procedure. The following month, a reintervention occurred to treat distal right limb occlusion within the contralateral leg component (pxc12100). A gore excluder aaa iliac extender component was placed distal to the contralateral leg component to extend the graft beyond a tortuous bend in the iliac artery, thereby creating a straight path which provided good distal seal and outflow. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specification. Conclusions - as stated in the gore excluder endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease. Complications that may occur and/or require intervention include, but are not limited to, occlusion of device or native vessel.